Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.

Event description:
Two canisters were found cracked.